Event description:
It was reported that this electrode was explanted due to a non-product experience. No additional adverse patient effects were reported. Additional information from the field indicates this device was electively explanted at the patients request. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since information from the field indicates it was electively explanted at the patients request.

Event description:
It was reported that this electrode was explanted due to a non-product experience. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since information from the field indicates it was electively explanted at the patients request. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was explanted due to a non-product experience. No additional adverse patient effects were reported. Additional information from the field indicates this device was electively explanted at the patients request. No additional adverse patient effects were reported. The device has been returned and analyzed.